Manufacturer narrative:
UDI: (B)(4). One (1) verse 5.5 6x40mm polyaxial screw [product code: 1997-21-640] was returned to chu for evaluation. Visual examination revealed that the threads on the tulip head had become torn. No other anomalies were found during evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the polyaxial tulip head threads becoming torn cannot be positively determined. However, a likely cause may be attributed to a setscrew being cross threaded on the initial thread of the tulip head. It should be noted that tightening of a setscrew while they are cross threaded places an unexpectedly high amount of force on the threads, resulting in them being torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Set screws sheered- verse screw will not accept set screw. Levels operated: t3-l1. Ais scoli.